Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Evaluation description: no complaint was received with return of device. Failure event was observed during analysis final analysis found an insulation abrasion at 84.7 cm to 85.1 cm from the connector pin which exposed the outer coil. The abrasions were consistent with constant friction with another implantable device. (B)(4).

Event description:
This report is to advise of an event observed during analysis.